Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. Pump received this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had issue persist . Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.